Manufacturer narrative:
During inspection and testing, the image did not appear and stripes were present from the top to bottom of the screen due to a faulty cable. The reported issue (connection/disconnection problem) was not confirmed during inspection and testing. In addition, error code e311 was displayed due to the inability to perform white balance because of the no image condition.

Event description:
The customer reported problems with connection and disconnection of the scope to the subject device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the image did not appear and there were stripes in the image. This report is being submitted for the malfunction found during evaluation (no image). There was no harm or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the cause of no image occurred from a faulty cable. However, the specific root cause of the faulty cable could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.